Manufacturer narrative:
The condition of constant alarm occurring after the pump runs for a few seconds was confirmed through baxter testing and was found to be due to a malfunctioning motor. The motor was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "constant alarm". (B)(4).

Event description:
During baxter service/testing on an infusor pump, a constant alarm occurred after the pump ran for a few seconds, causing an interruption of delivery. No patient injury or medical intervention had been reported related to this device. This device was originally sent to baxter for preventative maintenance. No additional information is available.